Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the nurse experienced resistance and kinked the pusher assembly. The physician then attempted to pull back the pod coil introducer sheath, and it was noted that the pusher assembly was also being retracted. The physician then noticed that the pod coil had unintentionally detached within the lantern. The lantern containing the detached pod coil was then removed from the patient. The pod coil and the lantern were no longer used in the procedure. The procedure was completed using a new pod coil and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached within the lantern. If the pod coil is retracted against resistance, the embolization coil may become detached from its pusher assembly. The pod coil¿s pusher assembly was not returned for evaluation, and therefore the root cause of the reported coil detachment could not be determined. Evaluation of the returned lantern delivery microcatheter (lantern) revealed that the lantern was kinked. Further evaluation revealed that the detached pod coil¿s embolization coil was stuck within the kinked location of the lantern. The kink in the lantern may have contributed to resistance during retraction of coil. Penumbra products are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.